Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300-400s (mg/dl) over the past three to four months. Customer administered boluses with the pump and insulin injections to treat bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.